Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Using fluoroscopy, it was determined that there was a conductor fracture on the right ventricular (rv) lead and it was sensing noise. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.